Manufacturer narrative:
The insulin pump has intermittent button response due to moisture damage on keypadtraces. No unexpected numbers ramping or unexpected restart alarm noted during testing. The insulin pump received with cracked reservoir tube lip, cracked battery tubethreads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.